Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported ventilator inoperable, motor fault, circuit fault, low peak inspiratory pressure and transducer fault error codes on the vela ventilator. The customer confirmed there was no patient involvement associated with the reported event.